Manufacturer narrative:
The reported events of oversensing resulting in inappropriate defibrillation therapy and loss of capture were not confirmed. As received, a partial lead consisting of only the distal portion was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead, resulting in inappropriate defibrillation therapy. Additionally, a loss of capture was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.